Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise oversensing on the right atrial (ra) lead resulting in loss of capture and inappropriate automated mode switch (ams) episodes. No patient symptoms or intervention was reported.